Event description:
During a series of magnetic resonance imaging lumbar spine scans of a 68 yr old female pt, 4 skin burns were observed on the pt's chest beneath the locations of the electrocardiogram electrodes. The total magnetic resonance imaging scan time was approx 1 hour before the burns were discovered. The electrocardiogram electrode patch with the 4 electrocardiogram electrodes was positioned on the pt for longer than 24 hours (used for 2 separate magnetic resonance imaging scans on 2 consecutive days), which is not the recommended use. The pt was anesthetized during the scans, hence she did not report any heating sensation during the scans. The pt's burns were treated by a hosp wound care specialist, but specific details of the treatment(s) are not known. Both the electrodes and pt electrocardiogram lead wires were damaged by heat. It was reported that the electrocardiogram lead wire cable was positioned in the magnetic resonance imaging bore center during the scans, and no loop was reported. However, the pt was repositioned (during being anesthetized) inside the bore several times during the scan sequences, and it is not known if the cable was repositioned back in the bore center after each pt repositioning. It is not known if the pt was in contact with the magnetic resonance imaging bore during any of the scans, which is known to increase the risk of burns.